Event description:
The customer observed falsely elevated hemoglobin and hematocrit results generated on the cell dyn emerald. Additionally, the customer noted that controls had been out-of-range the previous day. On (B)(6) 2024, controls passed and the initial hemoglobin result was 24.9, hematocrit 75.7. The sample was repeated hemoglobin result was 23.5, hematocrit 72.1.the doctor questioned the results. The customer did bleach cleaning and reran the sample a third time and the results were hemoglobin 17.2 and hematocrit 54.2. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated hemoglobin and hematocrit results generated on the cell dyn emerald. Additionally, the customer noted that controls had been out-of-range the previous day. On 22apr2024, controls passed and the initial hemoglobin result was 24.9, hematocrit 75.7. The sample was repeated hemoglobin result was 23.5, hematocrit 72.1. The doctor questioned the results. The customer did bleach cleaning and reran the sample a third time and the results were hemoglobin 17.2 and hematocrit 54.2. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Troubleshooting was performed including replacing emerald o-rings kit with spacer, which resolved the issue. The instrument history review revealed no additional tickets related to the complaint issue. A review of ticket trending did not identify any related trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.